Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant of the right atrial (ra) lead, the helix would not extend or retract event after an excessive amount of turns. This caused significant torque build-up in the lead. A different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant of the right atrial (ra) lead, the helix required an excessive amount of turns to extend or retract. This caused significant torque build-up in the lead. A different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.no anomalies were found. If information is provided in the future, a supplemental report will be issued.